Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on (B)(4) 2012 due to pain and discomfort. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - unknown; manufacture date - unknown. This is 4 of 4 MDR reports for the same event (see: 3002806535-2012-00198/201).